Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Rotational sensor abnormalities were observed. First prime ended prematurely, lasting 20 pulses. After 30 pulses across both priming sequences, an alarm was generated, indicating main is in critical hazard alarm. Rotational sensor abnormalities were replicated in the rerun in conjunction with an alarm, indicating rotational sensor maximum summed error table. Contamination was observed on the commutator cap, which is confirmed as the root cause of the rotational sensor abnormalities and subsequent needle mechanism failure. No damages or deficiencies were observed that would contribute to the observed alarm. The cause of the observed alarm could not be determined.